Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during a precision navigation tka case. The apex pin snapped inside the patients tibia during insertion at the start of the case. The broken end could not be retrieved and a new pin was opened and used. Surgical delay while trying to retrieve the broken end."

Event description:
As reported: "during a precision navigation tka case. The apex pin snapped inside the patients tibia during insertion at the start of the case. The broken end could not be retrieved and a new pin was opened and used. Surgical delay while trying to retrieve the broken end."

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: inspection of the image indicates that the tip of the pin appears to be broken off. Additionally, there are visible scratches on both the shank and the recess area. For further evaluation, it is necessary to receive the part back for physical inspection. Further investigation of the manufacturing documents of the pin has shown, that this item is made out of implant steel. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.